Manufacturer narrative:
The pad device was installed on (B)(6) 2009. The device failed a weekly self test due to a low battery on (B)(6) 2011. A fresh pad-pak was installed on the following day. On (B)(6) 2012 there was an eleven min event recorded. The device was used on a pt. A fresh pad-pak was subsequently installed and the weekly auto self tests continued until the last entry log on (B)(6) 2012. The investigation was unable to replace the reported fault. There is no evidence in the device history log to suggest the device was switching itself on. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.